Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a rash on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. Patient's mother noticed the skin irritation after the sensor was applied to the skin, located on the upper buttocks area. The skin irritation looked very red and puffy. Patient's mother immediately removed the sensor and noticed it had an appearance of a skin-burn with small bumps where the sensor adhesive was placed. Reaction was also very itchy. Patient's mother, who works at a dermatologist's office, brought home anti-itch medical barrier cream on (B)(6) 2016 to treat the affected area. Additionally, patient's mother reported that between (B)(6) the sensor had to be changed four times due to the reaction. At the time of contact, the patient was stable and at home. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.